Event description:
A malfunction was reported on the pump by the caller, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent and provided instructions on putting the pump into storage mode before returning it to tandem. The customer understood the guidance and agreed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement arrived.